Manufacturer narrative:
This MDR report was identified as meeting the criteria of submission to the FDA during a two-year retrospective review of complaints and MDR¿s following the receipt of an FDA untitled letter at our (B)(4) facility. (B)(4). Failure analysis lab received a vela front panel assembly. The vela front panel assembly was installed in known good vela unit. The unit was powered on in service mode and touch screen intermittent, performed touch screen calibration. The calibration passed then failed. The vela front panel assembly was uninstalled and dissembled and put touch screen under a microscope. The panel was pitted in a few places. The customer issue of touch screen not responding could not be duplicated. The pitted touchscreen was causing the panel to be intermittent. The vela front panel assembly was scrapped.

Event description:
Display/monitor malfunction. The touch screen did not respond when the hospital was trying to use the touch panel. Imi immediately visited the customer and inspected the device. They restarted the device several times but the touch panel still did not respond.